Event description:
It is reported that during surgery, the reamer broke during ulna preparation. Surgeon performed an osteotomy in order to remove the fractured portions of the reamer, extended the incision and repaired with cables.

Manufacturer narrative:
This report will be amended when our investigation is complete.